Event description:
It was reported that when using the bd pyxis¿ medstation¿ es medication application failed to launch, with the screen frozen and remained stuck on initializing device manager.however, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-nov-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the screen frozen and application was failed. A technical support specialist remediated the issue by reinstalling the remote support service (rss) component manager and rss agents. The presence of the rss update agent folder in the carefusion program files directory was verified, and both rss agents and rss component manager were uninstalled through programs and features. All remaining rss folders were then manually removed from the carefusion program files directory. The rss agents and rss component manager were reinstalled following knowledge article (ka) "how to manually install rss agents & rss component manager" for rss 4.6.1 installation, after which rss was successfully upgraded to version 4.10 using the rss quick deploy package 10000403209-00 rss agent 4.10 med and pas package. The system functioned as intended after the technical support specialist troubleshot the device.